Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus requests were not being delivered. Reportedly, the customer was unable to hear the motor sounds when the pump displayed that insulin was being delivered. The customer's blood glucose level was 218 mg/dl. During troubleshooting, the customer delivered a test bolus of 5 unit and verified that no drops of insulin was observed coming through the end of the tubing. Then, the customer disconnected the tubing from the luer lock but did not observe insulin. Reportedly, the luer lock area was wet. Multiple attempts were made by tandem technical support and the clinical diabetes specialist (cds) to obtain additional information; however, no further information was provided by the customer.